Event description:
It was reported that low sensing was observed. Upon explant, externalized conductors were observed proximal to the svc coil, however, it was noted this damage could have occurred during explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead, with the distal tip measuring 48.3cm was returned for analysis. Visual inspection found internal insulation abrasions at 27.6cm to 28.1cm and 33.4cm to 33.5 cm from the distal tip. The etfe coating was intact at these locations. The reported undersensing could not be confirmed in the laboratory. Electrical tests that could be performed resulted in normal cont tinuity measurements. No anomaly was found that could contribute to the observation from the field of undersensing.